Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6). Batch: (B)(6)

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All explanted device components will not be returned.